Event description:
A healthcare facility in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuit was causing the humidifier to alarm. This was noticed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the electrical resistance of both the inspiratory and expiratory limbs of the returned breathing circuit was tested using a multimeter. Results: the inspiratory limb heater wire resistance was outside of specification. The inspiratory heater wire was open circuit due to a break in the connection between the heater wire and the pins that crimps to the heater wire. The expiratory limb heater wire resistance was found to be within specification. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).